Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found the lens in two pieces. The optic was cut or torn in half. Both haptic plates with haptic arms were torn off and were missing. The cause of the damage could not be determined. Functional testing cannot be performed due to the damage. Additionally device history records were reviewed and no discrepancies or anomalies were found. Based on the available information the root cause of this incident can not be conclusively determined.

Event description:
Reportedly the iol in the left eye rotatated and vaulted a month after the cataract surgery requiring lens exchange. Patient complained of blurry vision. The lens was exchanged with another lens of unknown model and diopter power. As per the surgeon the likey cause of this event was possible capsular fibrosis or contraction. Post lens exchange, patient prognosis is said to be ''very good''.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
The iol was reported to have rotated off axis after the surgery due to healing. Surgical intervention is needed as a corrective measure. Additional information regarding the event and the device was requested but was not received.